Event description:
On (B)(6) 2024, during a follow up, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius they experienced swelling from a hernia. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was diagnosed with an inguinal hernia due to unknown etiology on (B)(6) 2024 during an outpatient urology consult. The exact cause of the patient¿s injury remains unknown, but it was affirmed the patient¿s hernia was not exacerbated by pd therapy as the patient was able to remain on ccpd therapy on the same liberty select cycler throughout his treatment course. The patient underwent corrective surgery for his inguinal hernia on (B)(6) 2024 in an outpatient procedure. The patient underwent backup hemodialysis for renal replacement therapy on an in-center basis for one week following the corrective procedure to allow the surgical site to heal. The patient recovered from this event and resumed ccpd therapy on (B)(6) 2024 on the same liberty select cycler at home. It was confirmed the patient¿s inguinal hernia, and the associated corrective procedure were not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of a hernia, characterized by edema. It is well established those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of this patient¿s injury cannot be determined at the time of this reporting; however, it was determined the patient¿s inguinal hernia was not due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. This is further supported by multiple studies that have found no positive correlation between increased volumetric pressure during pd therapy and hernia occurrence. Therefore, the liberty select cycler can be excluded as a root cause of this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2024, during a follow up, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius they experienced swelling from a hernia. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was diagnosed with an inguinal hernia due to unknown etiology on (B)(6)2024 during an outpatient urology consult. The exact cause of the patient¿s injury remains unknown, but it was affirmed the patient¿s hernia was not exacerbated by pd therapy as the patient was able to remain on ccpd therapy on the same liberty select cycler throughout his treatment course. The patient underwent corrective surgery for his inguinal hernia on (B)(6) 2024 in an outpatient procedure. The patient underwent backup hemodialysis for renal replacement therapy on an in-center basis for one week following the corrective procedure to allow the surgical site to heal. The patient recovered from this event and resumed ccpd therapy on (B)(6) 2024 on the same liberty select cycler at home. It was confirmed the patient¿s inguinal hernia, and the associated corrective procedure were not due to a deficiency or malfunction of any fresenius product(s) or device(s).